Event description:
It was reported that the inside of the barrel of the device was "black with debris." The device was opened for an ent surgery, but the complainant could not say when the debris was noticed or whether the device was used on a pt. Another shaver was used to complete the procedure. There was no pt injury. Multiple attempts to obtain additional info from the complainant were attempted, but no additional info was provided.

Manufacturer narrative:
Final device investigation: the device was received in a condition indicating that it had been used. The barrel was full of fresh contaminate consistent with use, and there was blood residue on the device and inside the barrel. Due to the condition of the device, the amount and nature of any debris and the source of the debris could not be determined.